Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was high the night before and that morning; however, it is unclear whether or not the cartridge alarm was the cause.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.